Event description:
Infection was present in the patient's device pocket. The patient's pump and catheter were explanted. The explanted devices were disposed of, and therefore were not returned to the manufacturer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012.